Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a question about a "vibrating sensation" following the implantable pulse generator (ipg) adjustment of the low rate up to 70 bpm. The ipg remains in use. No patient complications have been reported as a result of this event.